Event description:
Target was informed that during an angiographic procedure, while introducing the catheter into the guiding catheter, the distal radio-opaque marker of the tracker-18 unibody catheter detached and remained in the external carotid artery. After the procedure the pt was asymptomatic and fine. From additional information received on september 30, 1999, the pt continued to be fine.